Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How are you currently feeling? If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form

Event description:
It was reported by the patient that she delivered a child on (B)(6) 2018 and suture was used. The patient experienced an allergic reaction, swelling and severe pain. The patient reported being unable to walk for one week or sit for six weeks. The patient reported the suture did not dissolve as they were supposed to. After five weeks an additional procedure was performed to remove the suture and again after few weeks. The patient reports she is currently undergoing physical therapy. Additional information will be requested.

Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. Patient code: (B)(4). The actual device batch number associated with this event is not known. The patient reports the following three possible batch numbers: batch (B)(4) manufacture date: (B)(4) 2017; expiration date: (B)(4) 2022 batch (B)(4) manufacture date: (B)(4) 2017; expiration date: (B)(4) 2022 batch (B)(4) manufacture date: (B)(4) 2005; expiration date: (B)(4) 2020 in addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. Additional information was requested and the following was obtained: 1- how are you currently feeling? - I am currently 6 months postpartum, and I still am seeing a pelvic floor physical therapist due to recovery complications. I have significant scar tissue which still causes me pain. I have not been cleared by my pt yet to resume sexual activity post birth. I had a horrible recovery period due to the fact that I retained my sutures. This took a serious toll on my mental health, as well as my ability to breastfeed. In addition, I developed other musculoskeletal issues due to the fact that I could not walk for a week, and could not sit down for 6 weeks. Even after 6 weeks, I was not sitting completely normally until about 12 weeks postpartum. I am scared for any provider to ever use these sutures on me again. The sutures used for me were vicryl plus. Patient provided photos of package of (B)(4) with possible lots lh2222, lb2756 and jk7193 2- if in your possession, may we have a copy of your operative report? - what specifically do you need from the report? I am happy to provide information. 3- does ethicon have your permission to contact your surgeon, in the event ethicon --would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? - yes, (B)(4) is the midwife at (B)(4) who performed the repair.

Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. Additional information: patient codes: (B)(4) - wound secretion/ drainage additional information was requested and the following was obtained: 1.does the patient have a history of allergies? - patient allergies: hibiclense -> chemical burn, cephalosporin-> rash 2.how was the vicryl suture being used? -the suture was used in the routine repair of a 2nd degree perineal obstetrical laceration as well as a peri-urethral repair. 3.were there any complications during the birth? -the birth was an atraumatic delivery with no complication or episiotomy performed. 4.was the birth unusual in any aspect, was it a traumatic delivery? 5.what was the degree of tear? 6.did anything unusual occur during the episiotomy? -the reaction noted in the office was a hematoma as well as noted cellulitis, purulent drainage and erythema on and surrounding the suture and laceration.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the patient have a history of allergies? How was the vicryl suture being used? Were there any complications during the birth? Was the birth unusual in any aspect, was it a traumatic delivery? What was the degree of tear? Did anything unusual occur during the episiotomy?